Event description:
The device was used during a vats procedure. Reportedly, the instrument was difficult to open. The surgeon manually manipulated the device free and applied another device. The hospital has reported no patient injury occurred.